Event description:
Info received indicates when the bed was lowered it would run back to the high position by itself.

Manufacturer narrative:
The tech isolated the self run to the head hi/low limit switch. He replaced the head hi/low limit switch to repair the bed.